Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen hard to read. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer report that the scratches on screen and its had oil on it cause iridescent shine to appear. Customer report that crack on starting near esc button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.